Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the vizigo¿ sheath valve was leaking after the dilator was pulled from the sheath. There was no physical damage on valve/hub. The device was not broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not measured. The sheath was replaced, and the issue was resolved. The procedure continued and no adverse patient consequence was reported.

Manufacturer narrative:
Initially, it was reported that a hemostatic valve leak issue occurred. The biosense webster, inc. Product analysis lab received the device and observed that the hemostatic valve was dislodged inside the sheath. The hemostatic valve leak issue remains assessed as MDR reportable. The additional finding of the hemostatic valve separation issue was also assessed as MDR reportable. The awareness date is 23-mar-2022. The device evaluation was completed on 23-mar-2022. It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that the vizigo¿ sheath valve was leaking after the dilator was pulled from the sheath. There was no physical damage on valve/hub. The device was not broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was not measured. The sheath was replaced, and the issue was resolved. The procedure continued and no adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. Bwi conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the sheath. Also, a microscopic examination was performed. It is possible that the damage observed was generated with an object and/or excessive manipulation due to the stress marks observed on the valve. A device history record (DHR) evaluation was performed for the finished device [50000063] number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the h4. Device manufacture date has been updated. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate the issue. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).